Event description:
It was reported that the bd ultra-fine¿ pro pen needle was clogged during the injection. The following information was provided by the initial reporter, translated from german to english: "needles not permeable."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine" pro pen needle was clogged during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles not permeable."